Event description:
During index procedure, the patient had 2 endeavor sprint drug-eluting stents implanted to the 1st diagonal. Approximately 2 months later the patient had one endeavor sprint drug-eluting stent implanted to the 1st obtuse during an elective pci. The following day, the patient experienced elevated cardiac enzymes. Investigator did not indicate whether the reported event was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).